Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number: 4468662 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that when changing the second to last cassette, the lock would not close properly and the patient put the cassette on and off the pump several times, damaging the tube, causing leakage. The incident occurred at the patient¿s house. There was patient involvement and no injury.